Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 550 mg/dl with high ketones that were identified as dangerous by a healthcare provided. The customer attempted to self-treat with a supply change and manual dose injection but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage 4 days later. A replacement pump was sent to the customer to resolve the issue.